Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) gave a vacuum alarm. The cs300 iabp was replaced with another iabp and therapy resumed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a pneumatic performance test, the vacuum recovery time was 4.1 seconds and the vacuum level was sufficient. The fse found that one of the valves on the drive unit was defective. To address the issue the fse replced the drive assembly and the transducer was calibrated and functional and safety checks were performed. The unit was released for clinical use. A supplemetal report will be submitted upon completion of our investigation.